Manufacturer narrative:
Literature citation: yamada m, takahashi. H, tauchi y, satoh h, matsuda .open surgical repair can be one option for the treatment of persistent type ii endoleak after evar. Annals of vascular disease 2015:08(03): 210-214. Results code: lot/serial numbers were requested, but not provided, therefore a review of the manufacturing records could not be conducted. Conclusion code: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm enlargement. Additional patient and procedure information was requested but not provided.

Event description:
In a literature article titled, "open surgical repair can be one option for the treatment of persistent type ii endoleak after evar", it states a patient who had undergone treatment for an abdominal aortic aneurysm with gore (tm) excluder (tm) aaa endoprostheses, developed a type ii endoleak. The endoleak resulted in aneurysmal enlargement of 8mm. The type ii endoleak was treated surgically, by sacotomy and ligation of the lumbar artery. The lumbar artery was over sewn with 3-0 polypropylene suture. It was confirmed by direct visual inspection that there was no other source of bleeding. The aneurysm wall was partially resected and down sized, closing with absorbable sutures. The blood loss reported was 200ml. The patient did well following the procedure and was discharged from the hospital 15 days following the procedure. At a follow-up visit, 22 months following the procedure, no complications, including endoleak, were identified.

Manufacturer narrative:
Field corrected.